Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to vegetation on leads. No additional adverse patient effects were reported. This ICD was explanted.